Event description:
Device report from synthes europe reports an event in (B)(6) as follows: patient was implanted with cage on an unknown date. After 3 months (post op control) the cage is sinked.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.